Event description:
The pt was implanted with bilateral vim implants. The pt did well throughout surgery with stable blood pressures and he was very alert and oriented. The surgeon visited the pt in the afternoon, and the pt was thanking him for the great outcome he was already experiencing from the surgery. Later on that evening, the pt experienced a massive stroke in the left hemisphere. The surgeon had the pt scanned. The stroke was not along the line of the lead; it was lateral to it. The pt was in critical condition. The surgeon took the pt back to surgery to perform a burr hole to relieve pressure. The next day, the right hemisphere experienced a massive stroke and that the pt was in a coma. Again, the stroke was not along the line of the lead; it was lateral to it. The next day, the pt expired. The surgeon reviewed all of the preop CT and MRI exams and there was no evidence of stroke on any of the images preoperatively. The pt had been on aspirin therapy prior to surgery, and this was held a few weeks prior to the procedure which was standard procedure. There was no autopsy performed. The pt was buried days after his death; the leads were not explanted. See also manufacturer's report# 2182207200907129.